Event description:
Information received by medtronic indicated that the customer insulin pump was over delivering because customer was not delivering insulin but blood glucose level was crashing. Customer experienced low blood glucose level of 110 mg/dl and treated with food. The customer will discontinue to use the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.